Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient received multiple shocks due to inappropriate oversensing of noise. It was also reported the lead impedance was greater than 2000 ohms. The lead was capped and replaced. No further patient complications have been reported as a result of this event.